Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 13:53:58. During night drain cycle one, the patient's ultrafiltration reading was 1941ml, indicating the home patient (hp) drained 1941ml more than their maximum programmed fill volume of 1900ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.